Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. Moisture traces were found at the keypad traces and motor home switch. Unable to verify the alarms, button keypad anomaly or display anomaly due to the blank display.

Event description:
The customer reported a motor error, faint display, blank display and unresponsive buttons. The customer also stated that the numbers were ramping up without any buttons being pressed. Advised that the insulin pump would be replaced. Nothing further was reported.